Event description:
User received erroneous vitamin b12 and free t4 results for two patient samples. Both patient samples were collected in 2009, and testing occurred in the next day. Sample 1, initial vitamin b12 gave less than 30; repeated twice giving 386.6 and 368.9 pg per ml. Sample 2, initial free t4 gave greater than 7.77; repeated twice giving 1.28 pg per ml each time. Lab protocol is to repeat all greater than or less than results. Erroneous results were not reported to the physician. User reports no affect on patient care.

Manufacturer narrative:
The field service representative was unable to determine a cause. Performance tests were performed to verify analyzer operation.